Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had low impedance, bipolar undersensing, and unipolar impedance was greater than bipolar impedance. The lead was explanted and replaced. It was also reported that there was concern of a device problem and that the presenting and magnet electrogram strips from carelink were "bad". The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had low impedance, rising thresholds, bipolar undersensing, and unipolar impedance was greater than bipolar impedance. The lead was explanted and replaced. At explant it was also noted that the ventricular lead showed insulation degradation. The lead was explanted and replaced. It was also reported that there was concern of a device problem and that the presenting and magnet electrogram strips from carelink were "bad". The device is still in use. No patient complications have been reported as a result of this event. It was further reported that the device continued to note a lead warning for low impedance. In office impedance checks of the leads were fine leading the physician to believe the problem is with the device. The device was explanted and replaced.

Event description:
It was reported that the atrial lead had low impedance, rising thresholds, bipolar undersensing, and unipolar impedance was greater than bipolar impedance. The lead was explanted and replaced. At explant it was also noted that the ventricular lead showed insulation degradation. The lead was explanted and replaced. It was also reported that there was concern of a device problem and that the presenting and magnet electrogram strips from carelink were "bad". The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was received and analyzed and no anomalies were found. Performance data collected from the device and have analyzed the data. Analysis indicates impedance. 1,004 low impedance paces were noted post lead warning, which occurred on (B)(4), 2010.